Manufacturer narrative:
Patient ID not provided due to swedish patient privacy regulations. A medtronic representative went to the site to test the suspect biopsy needle alongside a known operational navigation system. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect biopsy needle has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial biopsy, the biopsy needle could not be observed in the application software though targeting could be accomplished. The surgeon opted to complete the procedure without the use of the navigation system for depth measurement. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.